Event description:
Information was received from a patient regarding patient programmer. It was reported that every time they tried to give herself a bolus, it took forever to connect to the pump. The patient stated that the screen was usually stuck at 90% when trying to retrieve the pump information. Due to the issue, they experienced dizziness when standing for too long, requiring them to sit down. The patient asked if there was something that had to be reset on the handset part because it was taking a long time to connect. The patient said, they were locked out 2 hours and 58 minutes since they had magnetic resonance imaging (MRI) on (B)(6) 2024. The patient service reviewed lockouts are programmed by the healthcare provider. The agent recommended the patient consult with their healthcare provider regarding the lockout. The agent reviewed device function. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Historical event: the patient mentioned that taking forever to connect to pump and stuck at 90% and having MRI on (B)(6) 2024 and pump alarm from 16-19 and the hcp turned off the alarm.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.